Event description:
It was reported that the catheter dislodged and fell out when the pt was changing position during dialysis.

Manufacturer narrative:
One intact 14.5f x 24cm hemo-flow was returned for eval. Without the lot number we are unable to review the mfg records for this specific device. A visual examination of the catheter revealed adhesive residue and cuff fibers 5cm from the base of the hub. This is the proper location for the cuff. The product incident report stated that the catheter was implanted for three years and seven months with no reported problems. We are unable to determine the cause or factors which may have contributed to this event due to the length of implantation.